Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a routine midline ovariohysterectomy procedure, the patient was re-examined, no swelling w as found but a small amount of herniated fat was visible at the cranial edge of the wound. On proceeding to surgery, the skin sutures appeared intact with the fat forcing its way through and the knots were visible at either end of the muscle incision but the suture had snapped in the middle. Interrupted sutures were still in place and herniation had occurred between the cranial portion of the wound and the central interrupted suture. The muscle layer was repaired with an interrupted pattern. The patient was hospitalized for monitoring and made a full recovery and healing has since been uneventful.